Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 41 were found during the device log review which confirms the reported event. Reported devices were not sent back to brézins for investigation but were repaired by UK service center. It was mentioned that pressure sensors were replaced to solve the reported issue and devices were returned to customer. The replaced defective pressure sensor kits were kept and sent to brézins for further investigation. Upon visual inspection and functional testing sensors were deemed functional. The reported issue could not be reproduced therefore the event cannot be confirmed and could be linked to another part but can only be analyzed with the associated device. However as several complaints have been reported for the same issue, a random technical error could still be possible with those sensors. A CAPA has been opened on defective pressure sensors. This complaint is valid. The trend is abnormal and reported risk is lower than estimated risk. To our knowledge no patient consequences have been reported.

Event description:
Error 41 upstream pressure sensor.